Event description:
The facility representative reported a colleague infusion pump in which failure code 810:11 occurred. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which failure code 810:11 occurred was confirmed during product evaluation. The root cause of this condition was assigned to the air in line printed circuit board (ail pcb) being out of calibration. The ail pcb was recalibrated to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.